Event description:
The biomed requested a log review and reported that a primary oxacillin infusion emptied sooner than expected. The 500ml bag of oxacillin (12gm/500ml) was programmed as a primary infusion at 12.8 ml/hr and infused in 16 hrs. The start time of the infusion was on (B)(6) 2014 at 2102 and was found empty on (B)(6) 2014 at 1330. The primary infusion was y'd into another set on the pt side of the set. No pt harm or medical intervention was reported. Although requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs have been received and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.